Event description:
The user facility reported a 68-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient developed access site bleeding on day two of support. Safeguard placed by cardiologist and the heparin was put on hold. The patient was reported as stable.

Manufacturer narrative:
Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to anticoagulation management. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643, apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿